Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suddenly started getting a ringing in their head, and they felt like it may have been related to their rechargeable implantable neurostimulator (ins). The patient did explain why they thought it was related specifically to the rechargeable ins. The patient noticed that the ringing in their ears goes away for a while, then comes back. The patient denied having any falls or trauma prior to this event, but they mentioned that the electricity went out in their home for 3 hours on saturday then came back on, and the patient was riding in a lift chair when the electricity went out. The patient stated that they "tried everything" to resolve the issue, but they did not state what they tried. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that their non-rechargeable ins will eventually be replaced, but no allegations were made regarding this device. The patient noted that every time they check non-rechargeable ins with their patient programmer, it is "good."